Manufacturer narrative:
The customer reported that this gz unit looked to be displaying a double asystole. According to the customer, they cleaned this unit's ECG port and they're unable to get a proper ECG reading. The issue was discovered during testing. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/04/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 03/06/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 03/10/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this gz unit looked to be displaying a double asystole. The unit was not in patient use at the time.

Event description:
The customer reported that this gz unit looked to be displaying a double asystole. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this gz unit looked to be displaying a double asystole. According to the customer, they cleaned this unit's ECG port and they're unable to get a proper ECG reading. The issue was discovered during testing. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation, the reported issue was duplicated. The root cause for the reported issue was determined to be poor connection of the ECG input fpc cable and the spo2 coaxial cable. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/04/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 03/06/2026 I called (B)(6) n to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for steven to call me back with this information. Attempt # 3: 03/10/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for steven to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.